Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow up due to device vibratory alert. Upon interrogation, the device was at elective replacement indicator (eri). Physician suspected premature battery depletion. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Correction: d10. Premature battery depletion was not confirmed by analysis. Interrogation of the device showed that it had reached elective replacement indicator when received. A device evaluation was performed, and no sources of high current were noted. Longevity analysis found the battery depletion to be normal. The device was tested on the bench. No anomalies were detected.